Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 at 0600, a call was received from a nurse for a message that appeared on the system monitor screen. The message was on the bottom part of the screen with "a5p" written with a red background. The patient was disconnected from the power module to batteries. After a moment, they were returned to the power module and the "a5p" message was gone, and everything seemed normal. It was noted that the system monitor was known to display false information from time to time and rebooting it would resolve the issue. The system monitor reportedly started functioning as expected after being reset.

Manufacturer narrative:
Section d4: primary UDI corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the ¿a5p¿ message on the system monitor was unable to be confirmed. No photos were submitted. The system monitor was not returned for analysis. Additional information provided on 13jun2024 revealed that the reboot of the system monitor resolved the ¿a5p¿ message display issue and that no products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Although the system monitor was not returned for evaluation a corrective and preventative action (CAPA), CAPA 136833, was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records review was not completed due to the serial number of the system monitor not being provided. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU under section 4 ¿system monitor¿. These sections inform the user of how to start/restart the system monitor and how to use the system monitor with the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.